Manufacturer narrative:
Device destroyed by facility.

Event description:
An asp-can-2000 waste canister, lot #unknown, cracked and imploded. There were no injuries reported in this event.

Manufacturer narrative:
On 4/8/2016, this product was obsoleted by microaire surgical instruments. This package was sold to the customer prior to the canisters being discontinued. Device destroyed by facility.

Event description:
An asp-can-2000 waste canister, lot #unknown, cracked and imploded. There were no injuries reported in this event.